Manufacturer narrative:
Date sent to the FDA: 08/22/2007. Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form.

Event description:
It was reported that during set up prior to a surgical case, the front connector was misaligned, making it difficult to attach the disposable handpieces. There was a grinding noise/vibration caused by the motor drive unit at the motor drive unit connector. The device worked initially, but not consistently. There was no pt involvement and no adverse pt consequences.